Event description:
It was reported the patient was admitted to ICU on (B)(6) 2015 for multiple orthopedic injuries following a car accident. A fecal management system (fms) was inserted to manage diarrhea and was in situ approximately one week. Upon removal, a peri-anal tear was observed. The tear was treated with three applications or surgiseal which was used to stop the minor bleeding. No further patient consequences were reported as a result of this event.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Additional patient/event details have been requested. Should additional information become available, a follow up report will be submitted.